Event description:
The reporter indicated that the pt has lost weight, has gastric reflux, and has been vomiting. The reporter also indicated that the pt has eating problems prior to vns implant, however, they were not as bad. The magnet was used to disable the device while the pt ate, but when it was removed, the pt would vomit. Further follow-up concluded that the device was turned off and the pt is minimally better. To date, an appointment to have the vns re-activated has not been scheduled.